Manufacturer narrative:
Patient age was not provided. (B)(4). Approximate age of device - 64 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2016 with an elevated lactate dehydrogenase (ldh) level of 2394 u/l, coke colored urine, elevated pump power values and some incidents of pump speed reductions. Upon admission the patient was started on an integrilin infusion. The patient's inr at the time of the event was 2.3 - 3.5. The patient was taking 325 mg of aspirin. The patient was also taking chantix at the time and it was considered to be a possible contributing factor. On (B)(6) 2016 the patient underwent a pump exchange. The patient was discharged home and doing well. No further information was provided.

Manufacturer narrative:
Evaluation of the returned pump confirmed the presence of thrombus. The outflow elbow revealed a soft, pink deposition that was strongly adhered in patches along the blood contacting surface. The evaluation of the inlet stator and rotor inlet revealed thrombus on the inlet bearing cup and ball, that had a ring like structure and areas that were denatured. This indicates that the thrombus developed on the inlet bearing and was present while the pump was operating. The evaluation of the outlet stator revealed a pink, soft deposition, loosely seated adjacent to the bearing ball. There was no evidence of lamination or denaturing and no contact marks on the outlet section of the rotor to indicate that this was present in this location during pump operation. Although a specific cause for the depositions and a timeframe for which they were present in the pump could not be determined, they could have potentially contributed to the report of elevated lactate dehydrogenase levels. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.